Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d7 - the explant date should have been (B)(6) 2021 rather than (B)(6) 2021.

Event description:
Additional information revealed that the pain has resolved.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted, replaced and repositioned to address the issue.